Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer and confirmed the failed test step. The device's solenoid valve and proportional valve were replaced to address the issue. The device was retested and passed all final testing. The components were returned to the manufacturer's product investigation laboratory for additional evaluation. This issue is currently being investigated. No further evaluation of the components is required at this time.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.